Manufacturer narrative:
An issue was identified during the returned product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator displayed a "inspiratory autozero solenoid not operational" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected with no anomalies observed. The part was attached to the test ventilator and powered up but failed est (extended self-test) circuit pressure test ¿inspiratory autozero solenoid not operational¿. Further investigation isolated the fault to the auto zero solenoid, reference designator so1. The cause of the event was isolated to faulty solenoid (so1) in ifm pcba. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator displayed a "inspiratory autozero solenoid not operational" message. The ventilator was not in use on a patient at the time of the reported event.